Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient passed out and the patient's nephew had to call an ambulance to revive the patient. The patient was treated with oral carbohydrates only. The reporter cannot recall the cgm reading at the time of the event but said it was not normal. The blood glucose reading was 34 mg/dl. There was no additional documentation of further medical intervention. The patient was not hospitalized for the event and at the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.